Manufacturer narrative:
Ghanta, sai nikhila, et al. (2023). "Inappropriate subcutaneous implantable cardioverter-defibrillator shocks - a rare case of triple counting." J innov cardiac rhythm manage. 2023;14(12):5670-5674 doi: 10.19102/icrm.2023.14121

Event description:
It was reported per article of interest literature review that a 68-year-old man received a subcutaneous implantable cardioverter defibrillator (s-ICD) for the prevention of tachyarrhythmia and sudden cardiac death (scd). One week after device implantation, the smart pass filter was turned on in the device clinic as r-waves were more prominent. Two weeks later, the patient presented to the emergency department complaining of a jolt that he had felt across his chest. The s-ICD was interrogated, which confirmed inappropriate shocks due to p- and t-wave oversensing with the smart pass filter that was disabled automatically prior to the shocks. Due to concerns of inappropriate shocks and after shared decision-making, the s-ICD was removed and a transvenous implantable cardioverter defibrillator (ICD) was implanted instead. No additional adverse patient effects were reported.